Event description:
Patient had a phacoemulsification and implantation for a 26.0 diopter lens in the right eye for a posterior subcapsular cataract of the right eye. Following insertion of the pciol and irrigation of the wound via cannula, the physician noted questionable material in the right eye. Physician notes the questionable material to be shiny fragments. After repeated irrigation and aspirations of the wound, only 2 extremely tiny fragments were found attached to elements that could not be removed. An orbital xray of the right eye was negative. Postoperative followup finds the patient's vision to be 20/20 and fragments are no longer visible.